Manufacturer narrative:
On (B)(6) 2016, the customer declined to download the pump data for further analysis of the reported time issue and declined any further troubleshooting. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. The customer¿s blood glucose (bg) level was high; the value was not provided. The contact did not have any further details regarding the occlusions.